Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user experienced online access issues, and the medbank cabinet failed to provide "the code" required to issue items. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced online access issues, and the medbank cabinet failed to provide "the code" required to issue items. A technical support specialist advised the customer to contact the pharmacy and network information technology personnel to inspect all connections between the medbank cabinet and the ethernet port in the wall. The system functioned as intended after the technical support specialist assessed the device.